Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 9f sheath hole prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, pre-placement of the first prostyle suture was successful. When placing the second prostyle, no sutures were present when the plunger was pulled. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to an 18f and the pevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.